Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the visible traces on the surfaces are only partially made of rust. These traces can appear if the wrench is not cleaned properly or if after the cleaning process it is not dried properly. Resulting in the buildup of rust furthermore, we need to bear in mind that these wrenches are not completely made of rust free material. A new combination wrench 321.200 which has better characteristics has released for the market and is already available.

Event description:
It was reported that rust appeared after just a few sterilization processes. Combination wrench is new. This is report 1 of 1 for complaint (B)(4).